Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during pancreas resection or small intestine resection in an open abdominal pancreatoduodenectomy surgery, an attempt was made to perform firing, but firing could not be performed on two devices. The surgeon was able to pressed the green button, but cloud not squeezed the handle. To resolve the issue, a new reload was used. There was no patient injury.